Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. A review of the provided data and the visual examination of the components have indicated the presence of a superior wear stripe on the femoral head and small wear patches on both bearing surfaces, specifically towards the rim on the acetabular cup. Such mechanisms can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. The small indentations and some deeper scratches on the acetabular cup suggest that a third body was present, the source of which is unclear. Visual examination of the female taper on the femoral head showed that there was a lot of biological residue which meant that signs of fretting were difficult to determine. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04518 / 04519).

Event description:
It was reported that patient underwent a left total hip replacement on the (B)(6) 2006. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to armd. The modular head and acetabular cup were removed and replaced. Reported from (B)(4) laboratory.